Manufacturer narrative:
Additional information: d9 (return date), g3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the unload switch was at the home position, and there was damage to the bottom of the adapter's housing, which caused a spacing between the clamshell and adapter, but the adapter could be pushed in fully with force. It was reported that the device initially fires but failed to complete the firing cycle, the device was difficult to unload, and the jaws of the reload did not close at all. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the adapter did not seat properly into the clamshell and the connection was loose. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected unreported conditions: the unit had reached end of life, and there were uart communications errors in the system logs. The device was able to be fired with other representative instruments without loss of communications. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product/s: unknown egia su unknown endo gia sulu, lot/serial #:unknown; sigpshell sig power sigpshell control shell, lot/serial #:unknown; sigphandle sig power sigphandle handle, lot/serial #:unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, while firing the stapler on the stomach, upon applying the reload, the user proceeded with the firing sequence and an unusual sound reading on the screen was noted then suddenly, the stapler stopped moving after being able to fire two-thirds of the reload. The jaws of the device would not close or open, thus, the surgeon detached the handle then reattached to pull the knife and open the stapler and once the tissue was released. There was space noted between the shell and the adapter despite a green indicator. There was difficulty removing the reload noted. Another adapter and reload were used to resolve the issue. There was no patient injury. It was noted the patient was obese.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the unload switch was at the home position, and there was damage to the external housing. It was reported that the device initially fires but failed to complete the firing cycle, the device was difficult to unload, and the jaws of the reload did not close at all. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the adapter did not seat properly into the clamshell and the connection was loose. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected unreported conditions: the unit had reached end of life, and there were uart communications errors in the system logs. The device was able to be fired with other representative instruments without loss of communications. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.